Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received several motor error alarms. The customer's blood glucose was 412 mg/dl one morning and 507 mg/dl another morning. The customer stated that the first motor error alarmed when he changed the battery and the insulin pump went off three times at night. The customer also reported that he was able to complete insulin pump rewind. Troubleshooting found no delivery alarms along with the motor error alarms. The customer stated that he was able to resolve the issue by change the battery. The customer agreed to return the insulin pump for analysis.